Event description:
Today I fell asleep from side effects of a high blood sugar caused by my dexcom g7 receiver not alarming me of increasing blood sugar. The dexcom g7 receiver alarms only one time when preset thresholds of high or low blood glucose levels are reached and do not repeat. The g7 app for iphone is useless as it almost always loses connection to the g7 sensor/transmitter. My diabetes control and life is being affected by this device. I have reached out multiple times to dexcom tech support and they have replaced the receiver which hasn't corrected this issue. Reference report: mw5118399.